Event description:
It was reported that water will not circulate. There were no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received. Per visual inspection, drain fitting is corroded. Per functional testing, the pump is not circulating the water confirming the complaint. The cause was a faulty pump. It was unknown what caused it to become faulty. Replaced the pump, drain fitting, and pole clamp. Performed preventative maintenance (pm). The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.